Event description:
Device 2 of 3. Reference MFR report 1627487-2011-10012, reference MFR report 1627487-2011-10014. The pt received the scs sys on (B)(6) 2011 consisting of an ipg and two percutaneous leads. The pt had a lead replacement on (B)(6) 2011 due to migration. Refer to MFR report reference MFR report 1627487-2011-04207. It was reported that the pt presented with fever and redness of the ipg site on (B)(6) 2011. The entire scs sys was explanted on (B)(6) 2011.

Manufacturer narrative:
Eval: method: - the device history and sterilization records were reviewed. Results: - review of the device history record found a nonconformance related to the product. One out of the lot of 60 was found to have particulate matter in the tray. The affected unit was removed from the production lot number and the remaining balance was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.